Manufacturer narrative:
Covidien reference # :(B)(4). Date of initial report: 10/20/2010. Date of follow-up report: 01/26/2011. The returned device could not be tested due to a cracked body near the switch. It cannot be determined how or when this damage occurred.

Manufacturer narrative:
Covidien reference # (B)(4). Date of initial report: 10/20/2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but the device was not sealing properly and the seals did not hold. The customer said it appeared that the device was underpowered. Another device was used to complete the procedure without incident. There was no patient injury.